Event description:
The device was implanted in 2007. An x-ray taken in 2008, indicated that the tip of the catheter was bent some 150 degrees. The pt received a kidney transplant the following month. An x-ray taken three days later, showed that the tip of the catheter was missing. The tip was found in the pulmonary vein in the same month, and was removed the following month. To date the pt has suffered not ill effects from the event.

Manufacturer narrative:
An investigation has been initiated. The lot number of the device is unk-a review of the manufacturing records could not be performed. The catheter sample has not yet been returned for eval. It is being evaluated in a laboratory in another country, prior to being returned to medcomp. When the samples has been returned and evaluated a final report will be submitted.